Event description:
Doctor believes implant placement was more buccal than planned. Doctor performed a bone graft on pt and replaced the implant after site healed.

Manufacturer narrative:
Conclusion: implant trajectory was affected by improper placement of surgical guide in pt's mouth by user.